Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd damaged and moisture under lens, failed water leak test and leak between ccd housing and head cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to ccd damaged and moisture under lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera is foggy. The issue was found at reprocessing. There were no reports of patient involvement.